Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient experienced a change in her stimulation. The patient reports she had lifted heavy grocery bags prior to the change in stimulation. X-rays were taken and showed the lead had migrated. The patient underwent surgical intervention on (B)(6) 2016 to reposition the lead, however during the procedure the patient experienced a loss of sensation in her legs (reference MFR. Report:1627487-2016-01784) thus the scs system was explanted.